Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to faulty force sensor resistor. Unable to verify motor error alarm due to a33 alarm. All of the buttons functioned properly, no damage on the keypad assembly. Inspected the connector on the lcd and no unlock keypad connector. The insulin pump has minor scratched display window, cracked battery tube threads and with broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming motor error. During troubleshooting, customer stated that they do not use the sensor feature and were able to rewind the insulin pump. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 450 mg/dl at time of reporting. Nothing further reported.